Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round spectrum 425cc saline breast prosthesis, catalog #3501470, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round spectrum 425cc saline breast prosthesis that deflated after implantation. Deflation was diagnosed by a doctor¿s exam. As a result, the patient underwent bilateral explantation and replacement with mentor saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 10/25/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 10/25/2018, mentor received additional information about the event. The patient¿s explanted devices were replaced with mentor smooth round spectrum 425cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/20/2018, mentor completed the investigation on the suspect medical device. Two devices with the same lot number were received by mentor. The device (a) contained no fluid. White material was observed within the device and on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the anterior view measuring 2.8 cm. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No anomalies were found. The device (b) contained no fluid. White material was observed within the device and on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the anterior view that extended to the posterior view, measuring 5.4 cm. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since one rent was found on each of the reported devices. Microscopic examination revealed parallel striations on the edges of both rents. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point it is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).